Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer in doing so, and advised them to continue using the pump while informing them to report if the issue reoccurred. The customer acknowledged and understood these instructions.